Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date of the concomitant products were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced discomfort with this inflatable penile prosthesis (ipp) reservoir since it was said that it was placed too superficially and it was folded on itself. The component was removed and replaced. There were no patient complications.